Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. In addition, it was reported that multiple cartridges did not fit onto the pump. Reportedly, there were o-rings from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Blood glucose level was 123 mg/dl.